Event description:
Per operative report: the valve was explanted due to thrombus. The valve had an immobile left coronary leaflet which was affected by pannus ingrowth and thrombus. There was thrombus present within the hinge mechanism of the valve. It was replaced with sjm 19ahpj-505.